Manufacturer narrative:
Integra has completed their internal investigation on january 3, 2018. Results: DHR review; lot number was not provided. Random device history record reviewed for product spd21 , lot # c17141 manufactured on march 1 2017, lot # b17136 manufactured on feb 27 2017, lot # b17083 manufactured on feb 3 2017 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; no trend on the similar complaint for the past 2 years. Conclusion: failure mode unconfirmed. This is product inquiry and we do not recommend using expired product.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient called to report the use of product that expired in 2014 for treat a bed sore like wound on her rear end. She applied this dressing herself and is inquiring if it will do harm since it was expired.